Event description:
The syringe was discovered at the (B)(6). The syringe had a long, dark hair running around the needle inside the cap and sticking out of the cap about 1 inch. The pharmacy staff disposed of the rest of the package and other opened packages from that lot. The staff is closely monitoring all syringes they use.